Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that while inserting a lateral femoral nail (lfn) on (B)(6) 2019, the insertion handle tip broke off. Fragments were generated and were easily removed from the patient without intervention. Another set was opened in order to find a suitable instrument to continue with the operation. The procedure was successfully completed with a five (5) minute delay. Patient status is unknown. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 1). This report is for a standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.010.045, lot 8733709: manufacturing site: hägendorf. Release to warehouse date: january 27, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection it can be seen that the positioning pin on the proximal end is sheared off and is missing; this confirms the complaint description. Furthermore, the instrument has dents, scratches, deformation and discoloration all over the part from often use. The relevant drawings were reviewed. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that excessive force led to this damage or/and that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: awareness date reported on follow up 1 report as july 28, 2019 but should have been august 28, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.